Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.